Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead segment could not be determined due to explant damage/ stretched. Proximal and distal portions were received and analyzed. Analysis of the lead indicated the inner insulation had a depression breach and the outer insulation of the lead developed a cosmetic depression while in vivo. (B)(4).

Event description:
It was reported that the atrial lead had low pacing impedance and oversensing was noted on the atrial electrogram when testing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.